Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was emitting tones. It was found that the device and a right ventricular (rv) lead from another manufacturer exhibited a low out of range shock impedance measurement of 0 ohms. All subsequent values have been in the normal range, and the system remains in service and the plan is to continue monitoring. No adverse patient effects were reported.